Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the lower case, ring cover and side bail covers were broken. It was also noted that the ring was missing and the keyboard was scratched. (B)(4).

Event description:
It was reported the device was given to the biomed with a description as "broken". The device was returned for repair and calibration. There was no patient involvement.